Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed. This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d10, g1, g3, g6, h1, h2, h6, h7, h9, h10.

Event description:
It was reported that during surgery the dermatome width plate and blade were skipping patches of skin and not giving an even cut as needed. A different blade and dermatome were used to complete the harvesting the graft. No additional graft was needed. There was no reported harm or delay in the surgical procedure. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d8, d9, g3, h2, h3, h4, h6, h10 evaluation of the provided picture identified patches of skin and uneven cut. No product was returned; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to manufacturing and design issue. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : discarded.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: canada multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-01104. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed. H3 other text : discarded.

Event description:
It was reported that during surgery the width plate and blade of the dermatome was skipping patches of skin and not giving an even cut as needed. There was an unknown patient impact reported. There was no reported harm or delay in the surgical procedure. Due diligence is in process. No additional information available at present. No adverse events were reported as a result of this malfunction.